Manufacturer narrative:
Pump received with blank display due moisture damage on electronics and motor assembly.

Event description:
The customer reported via phone call that the insulin pump had fluid exposure. Customer's blood glucose value was 250 mg/dl at the time of the incident and 328 mg/dl and current blood glucose was 193 mg/dl. Customer will return device for analysis.